Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged. It was discovered during a fluoroscopy. A surgical procedure was performed. No additional adverse patient effects were reported. The lead was surgically abandoned and was out of service.